Event description:
While running a cardiac arrest, staff attempted to intubate. The pt was elevated at the shoulders by a pillow. Staff inserted a rusch #4 sized "mac" style blade through the mouth and into the pharynx of the pt. When lifting up and forward to observe the vocal cords of the pt, the blade functioned normally. At about 3 seconds into the maneuver, staff was inserting the 7.5 e.t. Tube when the blade abruptly snapped clean at the hinge, blade discarded by the staff.